Event description:
It was reported that a 66 yo female patient, who had an initial right hip implanted on (B)(6) 2015, and was revised on (B)(6) 2023, underwent a second revision procedure on (B)(6) 2023. The patient presented to the surgeon due to a dislocation. They underwent a total hip acetabular revision using djo dual mobility. The patient femoral head was replaced with a sleeve and a new head to match the djo dual mobility. There were no device breakages reported. There was a 15-to-30-minute surgical delay during the procedure with no adverse event to the patient as a result. The patient was last known to be in stable condition following the event. X-rays and device images were provided. No device returns anticipated because they were sent to the lab and legal at the hospital. This is 1 of 2 reports for this case.

Manufacturer narrative:
D10: 170-50-00 - biolox delta adapter 16/18-12/14; +0mm; a162694 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that female patient, who had an initial right hip implanted on and was revised, then underwent a second revision procedure. The patient presented to the surgeon due to a dislocation. They underwent a total hip acetabular revision using djo dual mobility. The patient femoral head was replaced with a sleeve and a new head to match the djo dual mobility. There were no device breakages reported. There was a 15-to-30-minute surgical delay during the procedure with no adverse event to the patient as a result. The patient was last known to be in stable condition following the event. X-rays and device images were provided. No device returns anticipated because they were sent to the lab and legal at the hospital.

Manufacturer narrative:
The revision reported was likely the result of recurrent dislocations, as reported. A secondary finding of material deformation of the acetabular liner most likely occurred due to the reported dislocation events. However, dislocation cannot be confirmed and potential contributions of user and/or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.